Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker reached eri only 2 years after implant, indicating possible premature battery depletion. The device was replaced on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
Device was received with battery voltage at elective-replacement level (eri). Analysis indicated device was operated in high output mode and being implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced and its voltage level is sensitive to variations in usage such as prolong telemetry interrogation and high output settings. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal eri functionality. Device was implanted for 2.05 years and is considered normal battery depletion.